Manufacturer narrative:
(B)(4). Therapy date: the exact date is unknown; however the customer did state that the event occurred in april. The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue of the ruptured intermate. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate¿s reservoir ruptured during therapy. The malfunction occurred during the infusion of a non-baxter drug. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between april 5, 2012 and april 6, 2012. One device was received and evaluated against the reported condition of a ruptured reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection verified the ruptured reservoir. The reservoir was microscopically examined and a marking was observed on the inside of the ruptured reservoir. The cause could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.